Manufacturer narrative:
Anaysis of programming history.

Event description:
Additional information was received indicated that training cannot be provided to the physician as she passed away.

Event description:
On (B)(6) 2011 the vns patient's programming history was reviewed and it was discovered that a faulted system diagnostics test occurred on (B)(6) 2003 which changed the patient's settings to faulted system diagnostics test settings of output=0ma/frequency=30hz/pulse width=250usec/on time=30sec/off time=3min/magnet output=0ma/magnet pulse width=250usec/magnet on time=60sec. No final interrogation was performed and the patient left the clinical visit at incorrect settings. The patient was not seen again until (B)(6) 2004 when the patient's settings were corrected to output=0.5ma/frequency=30hz/pulse width=250usec/on time=30sec/off time=3min/magnet output=0.75ma/magnet pulse width=250usec/magnet on time=60sec. Training will be provided to the physician on the need to perform a final interrogation before the patient leaves the clinical visit in order to ensure that the patient is at the correct settings.